Event description:
Per endocrinologist's narrative, veteran has had problems with 32g needles bending. Requests 8mm needles. Used pen needle as directed for insulin injection. Dose or amount: 1 units, frequency: prn, route: sq. Dates of use: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.